Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, the starclose se device came out of the vessel when retracting the device out of the tissue, before the plunger was depressed. The device was removed from the patient anatomy to visualize what was possibly wrong with the device. The thumb advancer stroke and sheath split were completed once removed from the patient's anatomy. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6fr sheath, after a iliac interventional procedure. Reportedly, the starclose se device came out of the vessel when retracting the device out of the tissue, before the plunger was depressed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.